Manufacturer narrative:
Correction: b6.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing impedance, unacceptable threshold, and low defibrillation impedance. As received, a complete lead was returned in one piece with the helix noted partially extended and clogged with blood/tissue. Visual and x-ray examinations did not find any anomalies. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported events of high pacing impedance, unacceptable threshold, and low defibrillation impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds, high pacing impedance and low defibrillation impedance. A CT scan was performed, and it was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.